Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
The patient was revised to address chronic instability, osteolysis, recurrent dislocation and chronic infection. Operative findings include a copious amount of hematoma and metal stained soft tissue with the appearance of pseudotumor in the pericapsular tissue. There was severe proximal femoral osteolysis with erosion of the proximal femur at the level of the lesser trochanter. Upon removal of the femoral stem, a fracture occurred around the trochanter region. A cerclage cable was placed. The metal-on-metal liner was found to be cold-welded to the cup and could not be disengaged. There was also severe osteolysis on the acetabulum. Notes from visits to the physician indicate patient was also having limited range of motion and gait instability. Non-depuy antibiotic spacers were placed. Doi: (B)(6) 2009 - dor: (B)(6) 2017, (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.